Manufacturer narrative:
Batch review performed on 01 july 2024. Lot 2344026: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 2028-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant revised. Batch review performed on 01 july 2024 on liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2316738. Lot 2316738: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 2028-07-12. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 weeks after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and the surgery was completed successfully.